Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, and the reported unintended movement associated with the clip inadvertently moving resulting in the clip becoming caught in the anatomy (entrapment of device) and subsequent slda appears to be related to user technique. Unchanged mr appears to be related to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4, a mean pressure gradient of 1mmhg, and pre-existing flail. A first clip, a mitraclip xtw (50508a2041), was inserted and grasping was performed. However, the gradient increased to 8mmhg, and the clip was too large for the valve. After the leaflets were ungrasped, the pressure gradient returned to baseline. The clip was removed and replaced. A second clip, a mitraclip ntw (50502a1087), was then inserted and during positioning, the clip inadvertently moved and became caught in the flail of the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed. Therefore, the clip was implanted where it was stuck, attached to both leaflets. Following deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and mr remained at a grade of 3-4. The mean pressure gradient was reduced to 1mmhg. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, and the reported unintended movement associated with the clip inadvertently moving resulting in the clip becoming caught in the anatomy (entrapment of device) and subsequent slda appears to be related to user technique. Unchanged mr appears to be related to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.